Event description:
Left pivot style push to lock wheel lock broke. Dealer states that the piece between spacer and frame broke. Please note a call was made for additional information. It was reported that the end user may have fallen, however, no mention of any injury. Any further information received will be provided in the follow up report.